Event description:
Additional information was provided indicating that the reporter is blaming the anatomy not the lens.

Manufacturer narrative:
Based on additional information received, post initial report submission, this event does not meet criteria for reporting as it has been determined that our device was not the contributory cause of the event according to the surgeon. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub technician reported that during an intraocular lens (iol) implant procedure, the iol was inserted and did not seem to fit right inside the eye. It would not rotate or sit properly so the iol was removed and the patient was left aphakic. Additional information was provided by the surgeon, who indicated that posterior vitreous pressure and no iris support caused or contributed to the event.